Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the acetabular liner was replaced due to normal wear. The left hip was initially implanted about 30 years ago, the exact date/location not known. The locking ring, liner and head ball were replaced. No other components were replaced. Dvd a new apex hole eliminator was inserted in the cup as the existing apex hole eliminator appears to have gone through the acetabular cup. Doi: unknown, dor: (B)(6) 2025, affected side- left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information provided: "it was reported that the acetabular liner was replaced due to normal wear. The left hip was initially implanted about 30 years ago, the exact date/location not known. The locking ring, liner and head ball were replaced. No other components were replaced. Dvd a new apex hole eliminator was inserted in the cup as the existing apex hole eliminator appears to have gone through the acetabular cup. Doi- unknown. Dor- (B)(6), 2025. Affected side- left hip". The product was not returned to depuy synthes; however, photos were provided for review. See attachment (31_jan_2026_11_40_34_24866). The photographs attached were reviewed, however they do not represent the reported product. Therefore, the investigation could not draw any conclusions about the reported product due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported product. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 (concomitant).